Event description:
On 06-apr-2025, beta bionics was notified that the end-user was hospitalized for diabetic ketoacidosis (dka). The user had reportedly been without a connected continuous glucose monitor (cgm) and did not initiate backup therapy. The user was hospitalized with blood glucose (bg) levels of 350mg/dl on (B)(6) 2025 and treated with intravenous fluids and insulin. The user has since recovered and resumed ilet therapy.

Manufacturer narrative:
The ilet functioned as intended based on the review of device logs and input from the healthcare provider (hcp), clinical diabetes specialist (cds), and the user. Insulin delivery, alarm behavior, and cgm alerts were consistent with expected operation. No device malfunction was identified. The reported event occurred following a cgm transition to libre 3+, during which the ilet operated without cgm input, and the user did not transition to backup therapy. Additionally, cds provided further context, noting that the user had initially received a libre 3 sample instead of the libre 3 plus. Furthermore, the ilet had not been updated to support the libre sensor. This was corrected, and a libre 3 plus sample was provided to the user. A device history record (DHR) review was completed and confirmed that the device met all manufacturing release criteria; no issues were identified that would have impacted the event.